Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure date and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? Were any concomitant procedures performed? Other relevant patient history/concomitant medications? Please provide the onset date/time of pain from the initial procedure. Location and character of pain? Please describe any medical intervention given for pain management including medication name and results. Please provide the date and surgical findings of the mesh removal. What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned.

Event description:
It was reported that a patient underwent an sling procedure on an unknown date and mesh was implanted. The patient underwent total mesh removal due to chronic pain. As the mesh was inserted elsewhere, no serial numbers are available. Additional information has been requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: 1: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Not available data. 2: date and name of index surgical procedure? Tvto 2007. 3: the diagnosis and indication for the index surgical procedure? Not available data. 4: were any concomitant procedures performed? Not available data. 5: other relevant patient history/concomitant medications? Not available data. 6: please provide the onset date/time of pain from the initial procedure. Re presented 2017. 7: location and character of pain? Vaginal - pelvic. 8: please describe any medical intervention given for pain management including medication name and results. As per national guidelines ¿ failed conservative ¿ surgical management : total removal 9: please provide the date and surgical findings of the mesh removal. (B)(6) 2023 superficial ¿ distal blue tot. 10: what is the physician¿s opinion as to the etiology of or contributing factors to this event? Superficial ¿ distal blue tot. 11: what is the patient's current status? Recovering at home.